Event description:
Information received with return of the explanted device notes that the patient was seen at the doctor's clinic in complete heart block and that the pacemaker had an open circuit. During surgery to examine the device, the leads were disconnected from the device and examined. Everything was normal. When the leads were reconnected, the device did not pace or sense.